Manufacturer narrative:
A photo of the device was returned to mentor. Photo evaluation: upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 7 2020, a device (lot 6633973) was received for evaluation. On apr 3 2020, it was confirmed that this was the complaint device. The device information reported in the initial report is for the replacement device. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 2.8 cm was also observed within the crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this lot 6633973 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant. A picture of the device was received in which the device appeared deflated. No other information was received. In the absence of clarifying information, this event will be conservatively reported to FDA as an event requiring medical device removal from a patient.